Event description:
It was reported that at the implant procedure the lead was positioned mid-septum but the helix would not extend. The lead was removed and it was attempted to extend the helix outside of the patient's body. The helix finally extended after forty plus turns. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analysis found no anomalies. However, the distal electrode was covered in blood and body tissue.